Manufacturer narrative:
H2, correction: fdc code d18 updated to the already reported software analysis. Imf code updated to f26 and f1908. Img codes g02008 and g0200803 updated. Ime code updated to e2403. H7 and h9 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The reported issue was reviewed by medtronic personnel. The review found that the anomaly was consistent with a known anomaly in the medtronic navigation software anomaly tracking database. Other relevant device(s) are: product ID: 9735737. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while in cranial biopsy, the tip stop measurement was missing a digit as it displayed the distance was "1 7.49" when navigating a vertek probe after navigating and locking the projection. It was noted that rebooting the navigation system, pressing down the probe and moving the vertek arm restored functionality as a tip stop point appeared. There was a reported delay to the procedure of thirty to forty minutes due to this issue. There was no reported impact on patient outcome.